Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2007, the patient underwent the primary surgery with the pinnacle devices and the s-rom in question. On (B)(6) 2022, the revision surgery was performed because the cup has shifted due to armd. The surgeon left the sleeve and replaced the cup with zb¿s cup. The surgeon also replaced the stem and the head. Doi: (B)(6) 2007, dor: (B)(6) 2022, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.